Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The identified "door not fully latched" alarm was observed during evaluation. The alarm was found to be caused by loose link screws. The link screws were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump was alarming door not fully latched. There was no patient involvement.